Event description:
It was reported that the patient underwent a revision surgery due to unspecified reasons with an unknown male sling. The sling remains implanted and a new artificial urinary sphincter (aus) cuff, pump, and balloon was implanted. Additional information was reported that the patient experienced recurring incontinence.